Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 pump keeps shutting off during operation. No patent involvement, as event occurred during testing.